Manufacturer narrative:
The lead is not expected to be returned. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of atrial flutter, resulting in an inappropriate shock to this patient. Subsequently, this rv lead was explanted, a new non-bsc rv lead was implanted and remains in service. No additional patient adverse effects were reported.